Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Bleeding or surgical complications are known potential complications associated with all patients implanted vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Major bleeding with acute symptomatic anemia was reported. Treatment was noted as prbc transfusions. The patient was discharged on (B)(6) 2016.

Manufacturer narrative:
It was further reported that the patient presented with generalized weakness and bloody emesis. No relevant medical history was reported. Push egd (upper endoscopy) showed a few small avms arteriovenous malformation), however none required electrocautery. Warfarin and asa were held while in the hospital. Asa decreased from 325 mg to 81 mg upon discharge. Anticoagulation was controlled and the therapeutic team believed this event to be related to the device. The patient was transplanted and stable at the time of discharge from this event. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.